Event description:
It was reported that during a left colectomy, the device did not work. Another device was used to complete the case with no pt consequence. One device to be returned.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.